Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that lead helix was deployed several times and the lead thresholds became unfavorable. Repositioning the lead was attempted, however the physician could not get the lead tip to disengage. After attempts to rotate the lead body failed, the lead was pulled strongly and the lead tip disengaged. It was noted that there was tissue on the tip of the lead that appeared to be chordae. The lead was removed. Once outside the body, the physician attempted to rotate the lead body, however, the tissue still would not disengage from the tip. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.